Event description:
Customer reportedly obtained a blood glucose result of 29.6 mmol/l on the advantage system and a lab taken 30-60 minutes later reported a result of 5.9 mmol/l. Reporter states the customer was given insulin based on the result of 29.6 mmol/l and subsequently felt hypoglycemic. The customer was treated with unknown methods due to these symptoms. Requested return of suspect system and replacement was sent.